Event description:
It was reported that the catheter moved backward and the proximal and medial infusion lumens "became positioned outside the vessel and outside the patient body during use in ICU. The catheter was fixed with the box clamp." The exact medications being infused were not reported; it was only confirmed that a "dilator" was being used. There were no patient complications reported; however, the reporter could not confirm that no treatment was needed to prevent tissue damage.

Manufacturer narrative:
The device was discarded at the hospital. No device malfunction is suspected or alleged. Review of the available information suggests that device handling may have contributed to this event. No actions will be taken at this time.